Event description:
Reportedly, after the handle of the device was released, the clip leaded correctly during the first series of applications. However subsequent applications did not have a clip in the jaws which resulted in an injured vessel.